Manufacturer narrative:
The device was not available for evaluation as it was discarded by the hospital. Based on the evaluation and available information, the failure/hazard most closely aligns with implant subsidence or implant migration. This evaluation determined that this failure was within the expected risk profile; therefore, no further actions will be taken at this time. No determinations can be made for the cause of the reported issue. The following sections have been updated for this supplemental report: b4; b5; g6; h2; h10.

Event description:
It was reported that during a revision surgery, two creo screws were found to be loose and replaced. This event occurred in austria.

Manufacturer narrative:
The device was not available for evaluation. Based on the evaluation and available information, the failure/hazard most closely aligns with "implant subsidence or implant migration". The failure was within the expected risk profile; therefore, no further actions will be taken at this time. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during a revision surgery, to creo screws were found to be loose and replaced. This event occurred in austria.